Manufacturer narrative:
Device not returned.

Event description:
It was reported that the device was explanted after an implant duration of at least 3 months, due to endocarditis and perivalvular leak. Information learned from implant patient registry and from the operative report.

Event description:
The device history record (DHR) review was completed, and this device passed the manufacturing and sterilization inspections with a nonconformance, which was addressed and has been determined to not be related to this complaint.